Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a patient death occurred. The procedure was aborted. It was reported that a versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. Right groin access was achieved and heparin administered. Transeptal puncture (tsp) was performed using the versacross connect. The left atrium (la) pressure was recorded, and more heparin was administered. A contrast injection was performed, and the watchman device size of 24mm was chosen and prepped. The wds was advanced, and deployed in the la. The tug test was performed, and a contrast injection was completed. A pericardial effusion was then noted on transesophageal echocardiography (tee) around the left ventricle (lv). There was a perceived perforation of the distal laa noted. The procedure was aborted and pericardiocentesis was performed to treat the effusion. A blood transfusion was also done. An unknown amount of fluid was drained, and the patient received a transfusion. The patient was then taken for additional surgical intervention. The patient was reported to have died. The cause of death was not provided but the patient become unstable immediately after complication noted. The patient was not under warfarin, nor antiplatelet drugs at the time.

Event description:
It was reported a patient death occurred. The procedure was aborted. It was reported that a versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. Right groin access was achieved and heparin administered. Transeptal puncture (tsp) was performed using the versacross connect. The left atrium (la) pressure was recorded, and more heparin was administered. A contrast injection was performed, and the watchman device size of 24 mm was chosen and prepped. The wds was advanced, and deployed in the la. The tug test was performed, and a contrast injection was completed. A pericardial effusion was then noted on transesophageal echocardiography (tee) around the left ventricle (lv). There was a perceived perforation of the distal laa noted. The procedure was aborted and pericardiocentesis was performed to treat the effusion. A blood transfusion was also done. An unknown amount of fluid was drained, and the patient received a transfusion. The patient was then taken for additional surgical intervention. The patient was reported to have died. The cause of death was not provided but the patient become unstable immediately after complication noted. The patient was not under warfarin, nor antiplatelet drugs at the time. It was further reported that the versacross device was not inside the patient body when patient complication begun. The versacross device (rf wire, dilator/sheath) did not caused issue or malfunctioned during the procedure, as reported. There was no issue with transseptal access noted. The patient was not hemodynamically stable when complication noted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, boston scientific is unable to confirm cause of the reported clinical observations of cardiac tamponade, pericardial effusion, cardiac perforation and death; the device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has determined that cardiac tamponade, pericardial effusion, cardiac perforation and death are known inherent risks of use of this device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the events of cardiac tamponade, pericardial effusion, cardiac perforation, death and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned the investigation conclusion code of known inherent risk of device based on the information provided within the event description. The device has not been returned for analysis, and the information within the event description suggests that the clinical events are anticipated in nature as per the risk documentation for the device.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a patient death occurred. The procedure was aborted. It was reported that a versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. Right groin access was achieved and heparin administered. Transeptal puncture (tsp) was performed using the versacross connect. The left atrium (la) pressure was recorded, and more heparin was administered. A contrast injection was performed, and the watchman device size of 24 mm was chosen and prepped. The wds was advanced, and deployed in the la. The tug test was performed, and a contrast injection was completed. A pericardial effusion was then noted on transesophageal echocardiography (tee) around the left ventricle (lv). There was a perceived perforation of the distal laa noted. The procedure was aborted and pericardiocentesis was performed to treat the effusion. A blood transfusion was also done. An unknown amount of fluid was drained, and the patient received a transfusion. The patient was then taken for additional surgical intervention. The patient was reported to have died. The cause of death was not provided but the patient become unstable immediately after complication noted. The patient was not under warfarin, nor antiplatelet drugs at the time. It was further reported that the versacross device was not inside the patient body when patient complication begun. The versacross device (rf wire, dilator/sheath) did not caused issue or malfunctioned during the procedure, as reported. There was no issue with transseptal access noted. The patient was not hemodynamically stable when complication noted.